Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "left side of keypad not working, will not power on" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was that the keypad power key did not function. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the left side of a spectrum iq infusion pump's keypad was not working. This occurred before use in the biomedical service department. There was no patient involvement. No additional information is available.